Event description:
New information received indicated that on (B)(6) 2019, the right atrial lead was repositioned, and the right ventricular lead was explanted and replaced. Patient was stable throughout the procedure.

Event description:
New information received indicated that the right atrial lead exhibited no sensing or capture. X-ray revealed that the lead had dislodged again. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15999. It was reported that when the patient presented in clinic, complaints of phrenic nerve stimulation was noted. Interrogation of the device noted that the stimulation was caused by the atrial lead. Both the atrial and right ventricular leads were observed to have no capture. It was suspected that both leads were dislodged. Lead revision was discussed and the patient was stable.